Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete. This report is being filed on an international product, (B)(4) that has a similar product distributed in the us, (B)(4).

Manufacturer narrative:
(B)(4). Evaluation: false positive result. The manufacturing and testing documentation for architect total b-hcg lot 93901jn00 was reviewed. The review indicated that the reagent was released within specification and that no issues were identified that could affect the performance of the reagent. Testing was performed on lot 93901jn00 across the measuring range of the assay using controls, panels and patient samples. High patient samples were also analyzed to determine if they had an adverse effect on the recovery of the low panel. This testing met all specifications. No discrepant results were obtained. In addition, (B)(4) data was reviewed and results obtained were within specification. Customer complaint data was reviewed and no adverse trends were identified. The architect total b-hcg package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.

Event description:
The account stated that on (B)(6), 2011 a false positive architect b-hcg result of 888.83 miu/ml was generated and reported to the physician. The physician questioned the result and had the patient return. On (B)(6) 2011 the patient was redrawn and the sample was analyzed with undetectable results. Both samples were repeated and both generated undetecctable results. There was no report of impact to patient management.